Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Ventricular capture management daily trend data shows that threshold increased from 0.375 v on 2015-(B)(6) up to 1.125 v on 2015-(B)(6). Ventricular capture management subsequently reprogrammed off. (B)(4)

Event description:
It was reported that the same day after implant of the right ventricular (rv) lead, the patient came to the hospital after measuring their blood pressure at home. An electrocardiogram detected pacing failure. The lead was reprogrammed and the patient was told to come the next day for an examination. The next day the rv lead had high thresholds and decreased r-wave. Chest x-ray photo showed the lead tip seemed to have no migration but there was no lead slack though it was confirmed during initial operation. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.